Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the customer noted that the harmonic ace instrument's white "gasket" was damaged. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same type. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece, near the tip of teflon pad, measuring approximately 0.105 x 0.056 was missing and was not returned with the instrument. Additionally, a portion of the teflon pad was lifted off the clamp arm. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .